Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, a guardia access embryo transfer catheter was found to contain a long black hair sealed inside the packaging along with the catheter. No adverse effect occurred due to this event.

Event description:
No additional event or patient information has been received since the previous report was submitted on 16sep2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, quality control data, and specifications. One device was returned for investigation in an unopen inner pouch. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed a long black hair like fiber was inside the sealed pouch with the transfer catheter. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. One unopened complaint device was returned for evaluation. The returned package does contain a hair like fiber was sealed within the inner pouch. The complaint is confirmed based on evaluation of the returned complaint device. The likely cause of this event occurrence is a manufacturing issue. Based on the evidence presented by the sample, this event has been contributed to a packaging event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event or patient information has been received since the previous report was submitted on (B)(6) 2019.